Event description:
It was reported air bubbles were observed on the arm of the stopcock tube when the physician attempted to flush the device. There were no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a f/u report will be submitted. (B)(4).